Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the device showed tortuosity and fracture in its release system when attempting to advance into the artery resulting in unsuccessful hemostasis of the 8 french angio-seal. The procedure was completed with another device of the same brand and model. No blood loss was reported. The procedure was hemostasis. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 06jun2025: an angiography was performed before, during and after endovascular treatment of severe dissecting aneurysm of the celiac trunk and branches.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 18jul2025, the sample was not returned for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, foil pouch, hemostasis sheath, arteriotomy locator, carrier tube, and guidewire. The device was visually inspected and found to have no visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was found to have been dislodged with the anchor and collagen visible at the distal tip. No other damage or issues with the device were identified. The sample was returned for evaluation and bypass tube was not returned. Based on the condition the sample was returned in, the complaint can be confirmed for a detached bypass tube. The exact root cause could not be determined. The likely cause was determined to have been bypass tube detachment, possibly during device unpackaging. A corrective action has been initiated relating to this issue. The deice history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.